Event description:
Medtronic received information that during bypass this bio-console displayed a motor controller malfunction error and the rpm (revolutions per minute) increased to the maximum limit. The flow was controlled by using the clamp on the arterial-line. The user turned off the pump speed knob to reset the rpms and the pump returned to normal status. The unit was then used to complete the case with no adverse effects on the patient. The bio-console was returned to medtronic for analysis.

Manufacturer narrative:
Upon receipt at medtronic¿s service depot, analysis of the bio-console base unit determined that the instrument was functioning as expected. Further analysis identified that the malfunction had occurred within the external drive motor (edm) model 540t that was used in conjunction with the bio-console. A medwatch has been filed against the 540t, serial number (B)(4). Please refer to medwatch 2184009-2014-00047.

Event description:
Medtronic received information that during bypass this bio-console displayed a motor controller malfunction error and the rpm (revolutions per minute) increased to the maximum limit. The flow was controlled by using the clamp on the arterial-line. The user turned off the pump speed knob to reset the rpms and the pump returned to normal status. The unit was then used to complete the case with no adverse effects on the patient. The bio-console is expected to be returned to medtronic for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product has been not been returned to medtronic for analysis. Upon completion of analysis, a supplemental report will be submitted.